Event description:
It was reported to philips that the allura system geometry movements were not available. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and did not confirm the reported issue. Rse reviewed log file and there were no error messages found. The system was working fine. No further action was taken by philips. The codes were updated based on the investigation outcome.